Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. The device passed functional testing. Analysis of lead model 3889-28, lot # va1ppmj showed that all conductors were broken in the body of the lead 8 cm from the distal end due factors not related to the product reliability (overstress damage). The conductor were stretched and the conductor coils were crushed. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 3889-28, lot# va1ppmj, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep/hcp on 2019-sep-05 (healthcare professional): it was not clear whether the fractured lead contributed to the premature battery depletion. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ppmj, se implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the manufacturer representative (rep) that the ins prematurely depleted. It was discovered to be low during a battery reading and thus the battery was removed and replaced on (B)(6) 2019 with a new battery. The rep reported that during the intraoperative procedure it was discovered via fluoroscopy that the lead had been broken/fractured before the surgeon attempted to remove it. The rep noted that environmental/external/patient factors for both the prematurely depleted ins and the fractured lead were that the patient reported having a history of falls. The rep reported that troubleshooting for the lead was not possible as the lead was clearly broken as determined by fluoroscopy and thus the surgeon removed and replaced the broken lead. The rep noted that the issue was resolved at the time of the report, that both the lead and ins was in the rep¿s possession and that they would be returned to the manufacturer company for analysis. The health care physician (hcp) was noted to have no further information and there were no further complications reported.